Event description:
Additional information was received that the patient's consult is now scheduled for (B)(6) 2013.

Event description:
An epilepsy nurse called and reported that she had a vns patient whose device was displaying high lead impedance. (Normal mode ok/high/7/ eri no. System diagnostic test: output status ok, lead impedance high, dcdc 5, eri no. Was first seen last week. The patient was implanted in december 2004 and last seen in 2010 with "good" diagnostics. The patient was sent for x-rays, but nothing was seen. X-rays were not provided for review. The patient did mention that she hadn't been feeling stimulation for a while, but the nurse feels this is related to the patient getting used to the settings because when she increased her settings, the patient indicated she could now feel it. There are no other reports of adverse issues. It was not known if something occurred in the last two years, which could have caused this. The patient was not present to disable the device. The nurse said she would communicate the information to the physician. It is unknown if the patient has come back into clinic to have their device disabled. It is unknown if any interventions are planned. No further information has been received at this time,

Manufacturer narrative:
The supplemental report #4 inadvertently listed the follow up report as #3 when it should have listed it as #4.

Event description:
Analysis of the lead confirmed the high impedance allegation. Note that the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis the (+) connector ring quadfilar coil appeared to be broken approximately 253.5mm and 257mm from the end of the connector boot. Scanning electron microscopy was performed and identified the areas on three of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type with evidence of a stress induced fracture (torsional appearance), on one of the coil strands which most likely completed the fracture and no pitting. The remaining broken quadfilar coil strand was identified as having evidence of a stress induced fracture with mechanical damage and no pitting. Determination could not conclusively be made on the fracture mechanism. Two broken coil strands were observed near the 253mm coil break area. Scanning electron microscopy was performed on the visible portion of the two broken quadfilar coil strands and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
The initial report inadvertently reported the data incorrectly. Per updated review of the manufacturer's database, it was observed that high impedance was first observed on (B)(6) 2012.

Event description:
Additional information was received that the patient has a tentative surgery date of (B)(6) 2013.

Event description:
Additional information was received that the patient's vns is not disabled at this time. No surgery is planned at this time. The patient will be referred to their surgeon on (B)(6). The site took x-rays and did not see anything broken. X-rays were not provided to the manufacture for review.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Review of the lead manufacturing records confirmed all quality tests were passed prior to distribution.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2013. The generator was replaced prophylactically, and the lead was replaced due to high impedance. The generator and lead were returned to the manufacturer for analysis. Analysis of the generator revealed that the device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The device was as-received programmed on. Analysis of the lead has not been completed to date.